Event description:
Caller reported that pump displayed reset screen unexpectedly. There was no adverse impact to the customer's blood glucose level. Technical support informed caller that the reset was a built-in safety feature during a routine pump system check. They educated caller about necessary actions like restarting cgm sessions and reloading the cartridge. Caller received assistance in loading the cartridge and resuming insulin.